Event description:
Customer reportedly obtained results of 305mg/dl, 197mg/dl, 299mg/dl, 476mg/dl, 245mg/dl, 274mg/dl, and 188mg/dl on the compact plus sys within 10 mins. No action taken on device results. No adverse event reported. Requested return of suspect sys and replacement was sent.